Event description:
It was reported that eight months post deployment of a starclose se clip in the right groin after a heart catheterization procedure, the patient has been experiencing swelling, pinching and minor pain in the access site area. The swelling has decreased since the procedure and is described as the size of a dime. The patient was instructed to take ibuprofen. When the patient exercises or is under stress, the swelling is reported to increase in size. In approximately two months, the patient has a follow-up appointment with the physician. The physician has been informed of the patient's symptoms and will schedule an ultrasound of the patient's leg. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Based on the information received, there does not appear to be any indications of an issue with the quality of the product. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the product was not returned for analysis. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device.

Event description:
Subsequent to the initial medwatch report, additional information was received. An ultrasound was performed and the physician reported there is no blockage due to the starclose se clip, but the patient's symptoms are related to a lymph node.